Event description:
It was reported that the patient presented in the emergency room for an unknown reason. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.